Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle end cap breakage. Previously, seven pinnacle straight impactors (p/n 221750041) were evaluated. Like the other impactors evaluated, this one was fractured through the pinnacle impactor end cap (p/n 221750018). The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. On the basis of these observations, this impactor fractured in the same manner as those previously evaluated. The impactor was repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeon was hammering cup with impactor and it broke down. This happened at summer and I was informed about it now. No patient information. Something wrong with impactor? It is quite a new impactor and has been used about 6 months. Date of event is unknown